Event description:
Pump inserted in 2003. As drapes removed a red/white mark present at bottom edge of pump site. Dr notified, pt notified. In 2003 pt to or for pump removal. Area pink. No noted drainage at present. All skin around area debrided, pump and tubing removed. Cultures of everything done.